Event description:
Rptr had pedicle screws implanted at l4-l5. The right side did not fuse. On 8/9/94 the doctor sent the rptr for a discogram which showed two "squased" discs. The dr said he would have to remove the discs and hardware and opened him up from the front. Rptr has had nothing but problems since. His physical condition will not let him work. The continued pain, emotional stress and the financial burden it has put on him and his family is truly a deceit after the dr told him in 3-6 months he would be working again and would be able to play pro football if he could. It has been nothing but hell since these screws were implanted in his spine. He is even tired of living "from pain".